Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the main coil and introducer sheath were returned for this complaint. The introducer sheath and delivery wire were inspected and no anomalies were noted. Residues of blood were noted inside the introducer sheath. The main coil was found existing the introducer sheath. The main coil was inspected and it was kinked and stretched. Functional inspection revealed that coil was advanced through the introducer sheath and no resistance was felt; the main coil was delivered without any problem. Microscopic inspection revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection revealed that the number of distal fiber bundles, overall dimension (od) of the zap tip and the primary coil (od) matches the specification. However, number of the proximal fiber bundles did not match the specification. The fibers loss due to the coil condition.

Event description:
Reportable based on device analysis completed on 03nov2020. It was reported that the coil got stuck. The target lesion area was located in a mildly tortuous right internal iliac artery. A 8mm x 40cm interlock-35 was selected for use in a coil embolization. The device was prepared appropriately and flushing was performed witihin the catheter. However, during the procedure, severe resistance was noted where the interlocking arm was pushed inside the catheter. The device was pushed again after it was pulled out, since it was close to the front. The resistance was not resolved, and began to occur when the device was pulled out to the front. The device was completely removed from the catheter. It was suspected that the fiber might have caught up between the catheter and the coil and it got stuck. However, device analysis revealed missing fiber bundles.